Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was rewinding and going through fil tubing when the pump alarmed no delivery 3 times. Customer stated that his blood glucose was 122 mg/dl. Customer's blood glucose went up to the 400's mg/dl after he had made a correction earlier. Customer stated that it was just during the day and he is fine at night. Customer stated that the no delivery alarm was resolved by a complete set change. Customer stated that he will call back to troubleshoot after his square bolus has been completed.